Event description:
The driver block was not engaging into the lead screw. It was stated that the driver block was moving freely across the lead screw in the locked position. Troubleshooting was performed. Additionally, the insulin was pushing manually through the infusion set. Device was not dropped, bumped, or exposed to moisture.